Manufacturer narrative:
Results: mi. (B)(4).

Event description:
During the index procedure the patient had an endeavor sprint drug-eluting stent implanted in the lcx. The patient is reported to have suffered an mi on the same day as the index procedure. The investigator assessed that the event was probably related to the study device.